Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had no alarm occurred during high pressure test. The customer blood glucose level was 9 mmol/l at the time of incident and the current blood glucose of the patient was 5 mmol/l. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No device problem found. Possible under delivery anomaly, failed device test and no delivery alarm or occlusion - unknown timing anomalies not found during testing. Device passed the displacement accuracy test, self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test.